Event description:
It was reported that during the week of november 6th, 2023, the device malfunctioned. It was draining the water vault thru the IV tubing. There was no patient harmed.

Manufacturer narrative:
No information has been provided to date. H3 other: device has not been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 2/15/2024. H3 and h6. Evaluation codes: updated. One device was received without original package, in used condition. Per visual inspection, the device is observed to present delamination in joint between the reflux connector and tube. A functional leak test was performed in which the device failed. The complaint was confirmed. The root cause was the lack of solvent during the manufacturing process. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken.